Event description:
It was reported that the user observed a continuous glucose reading of 93 mg/dl, performed a confirmatory fingerstick that read 68 mg/dl, became concerned, ate dinner without announcing the meal to the device, and ingested four glucose tablets, after which the glucose rose to 110 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without alarms or hospitalization. Investigation included a review of device-reported values versus fingerstick, user actions related to meal announcement, and troubleshooting education. Investigation of this case revealed a user management issue with unannounced carbohydrate intake during a low-glucose episode, with no evidence of device alarm or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user behavior and physiological variability rather than a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.